Event description:
A caller reported an alarm 2 related to a single occlusion event. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin therapy. Since no recurring occlusion issues were reported, no additional assistance was necessary, leading to the case being closed by cts.